Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 424pm. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. The patient denied developing symptoms. On (B)(6) 2011 at 12pm, for reasons unknown, the patient claimed she was hospitalized and administered intravenous (IV) fluids. At an unspecified time/date, the patient confirmed she was able to test on another device (results not specified). At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the battery did not need to be replaced. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.